Manufacturer narrative:
On (b(6) 2020, during preventive maintenance, the autopulse platform (serial (B)(4) displayed fault code 8 (motor controller fault detected) error message. The root cause for the fault 8 was due to a defective motor controller board due to wear and tear. The autopulse platform was manufactured in september 2010 and is over 10 years old, well past its service life of 5 years. The motor controller board was replaced to address the observed fault. During visual inspection, no physical damage was observed on the platform. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. Load cell characterization test was performed and confirmed both cell modules are functioning within the specification. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with serial number (B)(4).

Event description:
On (B)(6) 2020, during preventive maintenance, the autopulse platform (serial #(B)(4)) displayed fault code 8 (motor controller fault detected) error message. No patient involvement.